Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.